Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not put any other drugs or medications inside your system cartridge. The system is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. Use of other drugs or medications can damage the pump and result in injury if infused. Fill tubing/cartridge: verify that drops are seen and tap done. If you do not see drops, tap fill. The fill tubing screen appears, repeat steps 3 to 5 until you see 3 drops of insulin at the end of the tubing.

Event description:
It was reported that the customer had been using the pump to deliver solu-cortef hormone for adrenal insufficiency. The customer does not have diabetes. The customer understood that the pump was not designed for hormone therapy and is off-label. While loading the cartridge with medication, drops of medication were not observed exiting the infusion set tubing; customer did not disconnect at the luer lock to check the cartridge pigtail for drops. Customer completed the load process despite not observing the drops of medication. Customer discontinued use of the pump and consumed 5 mg of hydrocortisone. Customer went to the emergency room (ER) and intravenous solu-cortef was administered. After 4 hours, customer left the ER feeling better. Customer reloaded the same infusion set and cartridge and pump therapy was resumed.